Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. It was noted that an ra lead replacement was previously attempted but abandoned due to occlusion which prevented access. A leadless implantable pulse generator (ipg) was implanted as a backup device, and the leads remain in use. No further patient complications have been reported as a result of this event.